Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. H10-related report numbers: 3012307300-2025-03310-00.

Event description:
It was reported that the cassette exhibited high pressure alarm during use (infusion). There were 10 occurrences. There was a patient involvement, no patient injury was reported.